Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, when the catheter was brought up to the right ventricular outflow tract (rvot), contact force (cf) momentarily exceeded 35g, and immediately after that, blood pressure decreased. Pericardiocentesis was performed immediately, and the patient was transported by ambulance to another hospital after drainage. The physician commented that when the catheter was brought up to the rvot, it is possible that the sheath (sureflex) and the ablation catheter were lifted at the same time, resulting in perforation due to excessive pressure. The patient condition was stable at the time of reporting. The patient outcome of the adverse event was reported as improved. There was no evidence of a steam pop. The generator used in the case was smartablate® and service is not needed. A transseptal puncture was performed with a sureflex® transseptal needle. There were no error messages observed on the biosense webster equipment during the procedure. Since the event (cardiac tamponade) is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The force high issue was assessed as not MDR reportable. The issue is highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) on 18-apr-2022, it was noted that additional information was received on 04-mar-2022 that was not included on the 3500a initial report. The following information was received: hospitalization was extended after the patient was raced to another hospital after drainage was performed. Therefore, the h 6. Health effect - impact code has been updated. There were no relevant tests or laboratory data or history. It was previously reported that a transseptal puncture was performed with a sureflex® transseptal needle. However, additional information received indicated that no transseptal puncture was performed. Follow up is being conducted for clarification. Prior to noting pericardial effusion, ablation was not performed. An irrigated catheter was not used in the event. Correct catheter settings were selected on the generator. They did not perform ablation; therefore, the pump was not switching from ¿low¿ to ¿high¿ flow during ablation. Real time graph force visualization features were used. They did not perform ablation so visitag or color options were not used. The physician¿s name was provided. Therefore, e 1. Initial reporter title, e 1. Initial reporter first name, e 1. Initial reporter last name, e 2. Health professional, and e 3. Initial reporter occupation have been updated.

Manufacturer narrative:
A manufacturing record evaluation was performed for the finished device 30579425l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 18-may-2022. Clarification was received and it was reported that before ablation, when the catheter was inserted into the rvot, contact force (cf) exceeded 35g. The cf that 35g over was not contact force value during ablation, it was contact force during catheter manipulation. Clarification was also received that no transseptal puncture was performed. It was also clarified that sureflex is not a needle product, it is a sheath introducer. Therefore, in this case, transseptal puncture was not performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).